Manufacturer narrative:
On 11apr2016, the fse was dispatched to the customer site to evaluate the instrument involved in the reported event. The fse found that the waste pump (lp-140) had to be replaced. This was replaced and the inspection of the wash probe and operation was completed. The unit was found to be fully functional as intended. The customer was subsequently able to run qc and patient samples without errors. The reported event was determined to be resolved. A 13-month complaint and service history review for serial number (B)(4) was performed. There were no complaints found which were similar to the reported event. The aia-900 operator and service manuals were reviewed and found to clearly address the calibration, operation, maintenance and troubleshooting of the aia-900 instrument. The probable cause of the event was fault/ failure of the waste pump. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review under (B)(4).

Event description:
On (B)(6) 2016 the customer reported to the technical support specialist (tss), a reoccurring "error 2235 - b/f probe suction failure" with their aia-900 instrument. The customer reported that she was able to prime the wash probe but a wash unsuccessful (wu) flag persisted while calibrating folates, and possibly prl. A field service engineer (fse) was dispatched. No further information was provided by the customer. This event is being reported as the customer was unable to run samples which caused a delay in reporting results for prl, ipth, e2, lh and fsh assays. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting results.